Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was close to 500 mg/dl. The customer informed that they had high blood glucose, they started three days ago and the blood glucose lowers only after the manual shot. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.